Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the shock channel. Review of device data confirmed the presence of noise as well as ventricular arrythmias leading to the delivery of anti-tachycardia pacing (atp), however this atp therapy appears appropriate. The ICD remains in service and there have been no adverse patient effects reported.